Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: the patient was scheduled for inferior vena cava (ivc) filter placement for an indication of deep vein thrombus that developed after a recent craniotomy/subdural hematoma and inability to anticoagulate. The ivc filter was placed via the right common femoral vein without complication. The filter was positioned properly and was deployed without complication. An acceptable filter position was noted with its apex below the renal veins. Three days post ivc filter deployment, the patient experienced sudden onset of suprapubic pain that radiated to the chest, shortness of breath, lightheadedness, groin pain, and lower abdominal tenderness. Patient presented to the emergency department and a CT scan of the abdomen indicated a thrombus extending above the ivc filter. Patient was diagnosed with an acute extensive bilateral pulmonary embolism and left femoral dvt extension of the thrombus up to the inferior vena cava filter and above the inferior vena cava filter as well. Fourteen days post ivc deployment, patient was taken to the operating suite for a thrombectomy and ivc filter removal surgery. A second ivc filter was deployed in the suprarenal inferior vena cava without incidence. The ivc filter was deployed superior to the tip of the dry-seal sheath. Thrombectomy was performed in the suprarenal region, where a near perfect angiographic result was achieved. Retrieval of the supra-renal ivc filter was then performed. Residual thrombus was seen, and angioplasty continued. Two stents were placed to the lower infrarenal ivc, left common iliac vein and upper left external iliac vein where the organized thrombus was noted. The patient was discharged from the hospital approximately eleven days post-retrieval. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe and thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2018). (Manufacturing date: 10/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that thrombus extended above the filter. The device was removed percutaneously. The patient experienced pulmonary embolism, thrombosis, acute post hemorrhagic anemia, hypo-osmolality and hyponatremia. However, the current status of the patient is unknown.